Event description:
On (B)(6) 2011, a respiratory therapist reported that on the evening of (B)(6) 2011, the screen for inomax ds # (B)(4) went blank and the device went into service advisory mode while on a patient. It was reported that a high pitched alarm sounded. The patient was switched to another device while "manually bagged" and the respiratory therapist stated that there was "no harm to the patient, the patient was doing fine". The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported (see (B)(4)) that the screen for inomax ds # (B)(4) went blank and the device went into service advisory mode while on a patient. The device investigation is complete and results are as follows: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld (complex programmable logic device). This root cause was determined by examination of the service log. The inomax ds device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device functioned to specifications. This MDR is reported since a sentinel event has previously occurred. No adverse event occurred as a result of this incident.